Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable shbg elecsys result for one patient sample from the cobas e 801 analytical unit. The initial result was 36.1 nmol/l and the repeat results were 88.7 nmol/l and 82.4 nmol/l. On (B)(6) 2020, the repeat result was 89.6 nmol/l. It was requested but not known if the questionable result was reported outside of the laboratory. The reagent lot number was 459372. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the qc recovery, there was no indication for a performance issue of the reagent or instrument. The event is consistent with a pre-analytic issue.